Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device the cuff was inflated but did not keep the pressure. The tube was removed and re placed. There was no reported patient outcome in this event.

Manufacturer narrative:
Correction: new information stated that "the conclusion was the problem was not associate to tube, it was associated to the healthcare personnel. They need to training about the uses and the follow of the tube hi-lo." Therefore, this event is not a complaint and regulatory report 2936999-2018-00062 is not applicable. If information is provided in the future, a supplemental report will be issued.